Event description:
It was reported that cadd legacy pump serial number (B)(4) and (B)(4) alarming no disposable with remodulin cassette. Pump replacement sent. No further details provided.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. UDI and catalog, reported to FDA, and 510k number are unknown. No product information has been provided to date.

Event description:
It was reported that the pump had no disposable alarm with the cassette. There has been no report of patient involvement.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. H10: device evaluation: the device was not returned for investigation, so no visual inspection and functional test were performed. Because no product was returned, the investigator was unable to confirm the reported complaint. If the product is returned however, the manufacture will reopen this complaint for further investigation. No lot number was provided; therefore, device history record review could not be completed. It was reported that the pump had no disposable alarm with the cassette. There has been no report of patient involvement.